Event description:
The article "anterior segment-optical coherence tomography bleb morphology comparison in minimally invasive glaucoma surgery: xen gel stent vs. Preserflo microshunt" noted 29 unknown eyes were implanted with a xen®45 gts. 6 eyes experienced early self-limiting hyphema. 6 eyes experienced hypotony at post op day 1 and 4 eyes at 1 week post-op. All these resolved by 1 month follow up. 1 eye had choroidal effusion that was managed with conservative therapy. 6 eyes required bleb needling. 1 eye required surgical stent placement revision, due to migration towards the path of the ac. 2 eyes required a bleb revision procedure and 2 eyes required anterior chamber reformation procedure.

Manufacturer narrative:
Implant date: between 27/jan/2020 and 8/jan/2021. (B)(4). Article citation: gambini, gloria, et al. ¿anterior segment-optical coherence tomography bleb morphology comparison in minimally invasive glaucoma surgery: xen gel stent vs. Preserflo microshunt.¿ diagnostics, vol. 12, no. 5, 2022, p. 1250. Crossref, https://doi.org/10.3390/diagnostics12051250. Multiple requests for further information have been made. Allergan has received no response from the authors. The events are a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. This is a known potential adverse event addressed in the product labeling.